Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) of the gastroduodenal artery (gda) using pod packing coils (pod pc), pod coil, and non-penumbra microcatheter. During the procedure, the physician placed a pod pc and a pod coil in the target vessel using the microcatheter. The physician then was unable to advance another pod pc through the microcatheter. Subsequently, the pod pc was retracted, and the physician made another attempt to advance the pod pc again through the microcatheter; however, resistance was encountered, and the pusher assembly of the pod pc became kinked. Therefore, it was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.